Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. Blood glucose level at the time of the incident was 500 mg/dl. Customer's current blood glucose level was unknown mg/dl. Customer stated that when she was seeping her blood glucose went up to 500 mg/dl during christmas eve and also on new years eve and she tried to remove it form her body and found out that the cannula was not inserted on her skin. It was unknown that customer was using insulin pump or not within 48 hours of high blood glucose incident. The insulin pump will not be returned for analysis.